Event description:
It was alleged that the wrist of a permanent hook cautery instrument would no longer articulate. Forceps were used to straighten the instrument wrist in order to remove the permanent hook cautery instrument through the cannula. The surgeon identified two instrument fragments; one fragment was recovered from the pt. The case was completed successfully. No pt harm, adverse outcome or injury was reported.